Manufacturer narrative:
Correction: e2 reporter phone number was inadvertently omitted from the initial report. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had their system explanted due to infection on an unknown date. No company representatives were present or notified of surgery. No further information is available.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was requested but not received. Attempts were made to obtain patient weight information. Further information was requested but not received.